Event description:
A surgeon reported that a patient was experiencing halos at night following bilateral intraocular lens (iol) implant surgery. The surgeon reported the patient was happy with her outcome and would have the procedure performed again, but did a lot of night driving. The surgeon reported the he was going to suggest eye drops or tinted glasses to wear at night. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/19/2009, 03/26/2009, 04/02/2009, and 04/03/2009 by phone, fax, email and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/17/2009.